Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker and lead system presented to the clinic a few days after the implant procedure due to fever and purulent discharge from the device incision. Almost three months later, the patient was brought back to the hospital and the pacemaker and lead were explanted. The patient will be treated with antibiotics and a new system will be implanted at a later time. No additional adverse patient effects were reported. The explanted products were discarded.